Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown apollo cup, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that seven revision surgeries were performed due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Medical devices: item #163664, femoral head, lot #j2937422. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01088; 00294-1.

Event description:
It was reported a patient underwent left hip revision approximately one month post-implantation due to periprosthetic femoral fracture. The femoral components were revised. No further information has been provided.